Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It has been reported that the lesion had mild tortuosity, heavy calcification and a 99% stenosis. After delivering a guide wire, the 2.0 x 15 mm voyager rx balloon catheter was advanced. However, the balloon ruptured at 6 atms when inflated for the first time. Thus, the lesion was dilated using a 3.0 x 15 mm voyager rx balloon catheter and a 4.0 x 28 mm vision stent was implanted. No additional event or patient information is available.